Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air an amia automated pd cycler set had presented with an unknown air in line alarm during peritoneal dialysis therapy. There was patient involvement. The registered nurse stated that the program was set for 5l bags but they are connecting 6l bags. The renal therapy service agent (rtsa) explained that using a larger bag should not allow air in line. The rtsa explained that when setting up device. The patient or registered nurse should check bags for leaks, make sure all clamps not being uses are closed and the line connections are tight. The nurse added that the reason for the said issue was "the patient pressed the wrong program but the patient was fine." There was no patient injury or medical intervention associated with this event. No additional information is available.